Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 . Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101236 neutral liner 36 mm 62026812; 00784301436 femoral stem beaded fullcoat 12/14 61228040; 00875705601 shell with cluster holes porous 56 mm 62057835. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02502 liner; 0001822565-2019-02504 stem.

Event description:
It was reported patient underwent a revision procedure approximately five and half years post implantation due to unknown reasons. Attempts were made to obtain additional information; however, none was available.